Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a loose glenoid with broken central screw being removed. The reason for break/ loosening is unknown.